Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy drug-eluting stent was selected for use. However, during preparation, when the stent was removed from the protective sheath, it was noted that the stent became stretched but was not dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent damaged with struts on the distal side distorted, lifted from the stent profile and stretched over the bumper tip. The maximum crimped stent profile measurement was reviewed, while a snap gauge was used during examination to measure the crimped stent outer diameter (od) at the undamaged proximal portion which is within the specification. The product stent protector was not returned for analysis. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy¿ drug-eluting stent was selected for use. However, during preparation, when the stent was removed from the protective sheath, it was noted that the stent became stretched but was not dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.